Event description:
Information received from the field notes that the patient was not feeling good and reported to a clinic where she had not previously been seen. The atrial lead exhibited non- capture and undersensing. Impedance was >1990 ohms. The generator was programmed to vvi until a replacement could be scheduled. The patient was in sinus rhythm at 63-64 bpm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received